Event description:
It was reported that subsequent to a stenting treatment procedure the patient expired. The target lesion being treated was in the proximal left anterior descending (lad) artery. A 3.00x32mm promus element plus stent was deployed in the lad. An unspecified time following stent implantation the patient expired. Additional information has been requested and is not available.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluation: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the balloon. The stent was not returned for analysis. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the reported incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was severely kinked at the base of the strain relief. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that subsequent to a stenting treatment procedure the patient expired. The target lesion being treated was in the proximal left anterior descending (lad) artery. A 3.00x32mm promus element plus stent was deployed in the lad. An unspecified time following stent implantation the patient expired.